Manufacturer narrative:
Onsite investigation of the arkon anesthesia system by spacelabs field service engineer confirmed that the equipment performed to specification,s and the pressure support ventilation-continuous positive airway pressure (psv-CPAP) mode was selected during the reported event. The user¿s manual states that the psv-CPAP mode is a mode of ventilation used when the patient is spontaneously breathing on their own which was inappropriate for this patient. This investigation is considered complete, and this particular issue closed. This report is being generated at the direction of FDA because of supplemental reports received, with this manufacturer report number, and no record of an initial report.  This manufacturer report is submitted to correct a previous report, 3010157426-2014-00117, that mistakenly identified the manufacturer report number; at FDA form 3500a top of page 1, and section g(9) and mistakenly identified the manufacturer in section d(3) by listing the manufacture¿s affiliate entity.

Event description:
Spacelabs received a report that during a case on may 20, 2015, an arkon anesthesia machine began hissing from the rear of the machine, and there was no ventilation. No one was injured as the result of this event.